Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: intervention required. It was reported that the procedure was to treat a chronic total occlusion (cto) of the tortuous left circumflex that was first predilated with a non-abbott balloon catheter at 12 atm. The xience v stent was advanced to the lesion, but resistance was met due to the calcification and tortuosity and upon removal, the stent completely dislodged from the stent delivery system (sds) balloon. The dislodged stent was retrieved from the pt's anatomy. Reportedly, there were no pt effects. No additional event or pt info is available.